Event description:
It was reported that when the scepter xc balloon catheter was inserted into a target site and attempted to be inflated, the balloon was unable to be inflated and ruptured. The scepter was replaced with another product to continue the procedure, which was completed successfully. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instruction for use (IFU) include the warnings: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Excessive pressure higher than 300 psi (2069kpa) may cause leakage or rupture of the balloon catheter working lumen.